Event description:
Received notice of third party litegation injury regarding a laser hair removal procedure. It was reported that serious and permanent disfiguring injuries and scarring had occurred in the upper and lower extremities, hips and pelvic areas.

Manufacturer narrative:
There is no indication of a product problem based on candela's review. Details to be established in litagation.